Event description:
Riata lead #(B)(4). Patient requested lead removal at generator change. Fluoro revealed two areas of externalization of conductors which was confirmed after lead removal. Noninvasive evaluation of lead was "normal." Reason for use: syncope with inducible vt. (B)(4) explanted with new ICD (B)(4).